Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6)2014 was 48 mg/dl with blurred vision. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. Troubleshooting was unable to be completed. It was reported that the patient had experience a significant weight change without adjustments to insulin regimen. Animas customer technical service referred the reporter to contact the patient¿s healthcare provider for diabetes management issues. The reporter noted that the pump¿s time setting was inaccurate by 1 hour, as the time was not reprogrammed to account for daylight savings. This complaint is being reported because a pump use error could not be ruled-out as a contributing factor to the alleged hypoglycemia. There was no indication or allegation of a pump malfunction.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/03/2015 with the following findings: the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box data revealed the last basal delivery occurred on (B)(6) 2015. The pump¿s total daily dose history was appropriate for the user programmed basal rates. No related alarms or issues were observed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.